Event description:
It was reported that the patient was implanted on (B)(6) 2021. The patient was transported back to the hospital for a potential epidural hematoma where upon exam he was brought to the or and had the system removed for complications related to the epidural bleed. Physician believes the hematoma was a result of the patient being on the blood thinner brilinta.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information on (B)(6) 2021 found the hematoma has fully healed and the issue is resolved.